Event description:
A patient was implanted with a cannulated tibia nail-ex and 4 screws in (B)(6) 2011. On an unknown date post implant the patient presented to the clinic and surgeon could feel one of the screws. Under a local anesthetic the surgeon removed the one screw in the clinic. Subsequently, patient developed an infection and was returned to the operating room on (B)(6) 2012. Surgeon removed the nail and the remaining three screws. The surgeon plans to revise the patient to a (B)(6) frame. This report is #4 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.